Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was reported that the pump emitted a cs 064 call service alarm during the prime step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 10/17/2014 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 10/06/2014 with the following findings:a review of the pump¿s black box history showed that cs 064 call service alarms were recorded. During testing, the pump emitted a cs 076 call service alarm when attempting to perform the rewind and prime steps. The motor was audible, but the piston was no retracting. The pump case was removed and the motor and gears from the transmission were loose and fell out of the assembly. Performance testing was not able to be completed due to a motor assembly failure.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.